Event description:
It was reported that the right atrial (ra) lead triggered a warning for measured low pacing impedance. It was also reported that the right ventricular (rv) lead showed a polarity switch to unipolar. The rv lead also measured low pacing impedance. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53 lead, implanted: (B)(6) 2000. (B)(4).